Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that shortly after an implant procedure, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to air bubbles. The patient remained hospitalized and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.